Event description:
It was reported that on (B)(6) 2012, the patient was suddenly no longer able to hear with her ci. The day before, there was a very short period of fluctuating hearing sensation. An accident or trauma is not known. The external parts were checked. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.